Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a mural thrombus was identified within the outflow cannula on (B)(6) 2018.

Event description:
It was reported that a mural thrombus was identified within the outflow cannula on (B)(6)2018 from a follow up computed tomography (CT). The outflow thrombus was first identified on (B)(6) 2018 and appeared unchanged. 50% narrowing in the outflow cannula was seen with scattered scarring and atelectasis. There was no CT angiographic evidence of pulmonary embolism or aortic dissection.

Manufacturer narrative:
Related MFR# 2916596-2022-01187 (01aug2018 findings). Related MFR# 2916596-2021-05988 (outflow graft revision). Manufacturer's investigation conclusion: the report of a mural thrombus within the outflow graft could not be confirmed through this evaluation, as no images were submitted for review. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported scarring and atelectasis could not be conclusively established. Of note, an outflow graft revision was later performed in (B)(6) 2021 that revealed an extrinsic outflow graft obstruction. No outflow graft thrombus was identified (refer to MFR# 2916596-2021-05988). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists device thrombosis as an adverse event that may be associated with the use of the hmii lvas. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.